Event description:
Additional information was received from the consumer who reported that in 2005-2006 the physician confirmed with MRI that the catheter had broken off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-oct-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the patient's pump system was replaced in 2006 due to the catheter breaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-dec-19. It was reported that the patient did not know how the catheter broke, but she broke it. It was noted that it was caught between vertebrae. The catheter was reportedly still implanted because the explant surgery was the doctor's last surgery before he retired and the patient never got it fixed.